Event description:
It was reported that during a prostate procedure a "fiber card not permitting fiber function" was observed. "While the physician was trying to resolve the issue with the fiber card, the patient's blood pressure dropped and the case had to be aborted; they were unable to stabilize the patient who was transferred to the hospital." No further information was reported.